Manufacturer narrative:
The recipient reportedly underwent debridement on (B)(6) 2019. The recipient's infection resolved.

Event description:
The recipient is reportedly experiencing a purulent flap infection and device extrusion at the implant site. The recipient was prescribed antibiotics and underwent debridement, however, the issue did not resolve. The recipient's device was explanted and debridement occurred once again. The recipient will be reimplanted at a later date.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.